Event description:
New information received noted that both the right atrial and right ventricular lead were explanted and replaced. The patient was stable.

Event description:
Related manufacturer report number: 2017865-2023-94183. It was reported that the patient presented for follow up with a complaint of dizziness. A device interrogation showed over-sensed noise exhibited by both the right atrial and right ventricular leads. Noise episodes were observed to cause occasional pacing inhibition. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.